Event description:
Customer is inquiring on the benefits of the new insulin pump system as his health care provider is trying to get him on the new system. Customer states his blood glucose was 45 mg/dl, which was treated with food. Customer was advised on the benefits and cost of the new insulin pump system. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).